Event description:
It was reported that this right atrial lead experienced fracture, this was confirmed by a fluoroscopy exam. Due to this, this lead exhibited high out of range pacing impedance measurements, due to this a lead safety switch was triggered. Noise and oversensing was also observed. It was decided to explant and replace the lead. No further adverse patient effects were reported.